Manufacturer narrative:
B3 date of event: estimated as 09/10/2025 as this was the date site was notified of death. E1 initial reporter phone: (B)(6).

Event description:
Reported via clinical study. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2022 with a complete laa seal and deployed device diameter of 19.0 mm. The patient was discharged (B)(6) 2022 on aspirin (100 mg/day) and clopidogrel (75 mg/day). It was reported to the clinical site on (B)(6) 2025, that at an unknown time point, the patient died. The patient was reported to be on aspirin (100mg/day) at the time of the death. No additional information on the cause of death was provided.

Event description:
Reported via clinical study: it was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) was implanted on (B)(6) 2022 with a complete laa seal and deployed device diameter of 19.0 mm. The patient was discharged (B)(6) 2022 on aspirin (100 mg/day) and clopidogrel (75 mg/day). It was reported to the clinical site on (B)(6) 2025, that at an unknown time point, the patient died. The patient was reported to be on aspirin (100mg/day) at the time of the death. No additional information on the cause of death was provided. It was further reported that on (B)(6) 2024, 663 days post index procedure, the patient died.

Manufacturer narrative:
B2 date of death updated. B3 date of event updated. B5 describe event or problem updated with additional information received e1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.